Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: broken shell with sharp edge where is localized stresses induced(a dimension measurement in the shell was performed which identified the thickness within specification), non penetrating nicks, fold creases, observed a dark circle around the patch and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.